Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced in the event will be filed under a separate medwatch report number.

Event description:
This is filed to report soft tip damage. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. It was noted that the patient had scar tissue at the fossa puncture site. The steerable guide catheter (sgc) (20216r505) was inserted in the patient, however the device could not advance as intended. The sgc was removed and a balloon was used to dilate the transseptal puncture. The sgc was inserted again but still could not advance properly through the septum. The device was removed and it was noted that the sgc soft tip was damaged due to the anatomy. A replacement sgc was then prepared per the instructions for use (IFU) and was able to be used normally. A mitraclip xtw (1102r279) was advanced in the patient and there were several attempts to grip the leaflets but it could not capture. The grippers were cycled and re-tried but several interactions with the anterior leaflet occurred, as the leaflet was getting stuck on the grippers. Minor maneuvers and two inversions were done to get the leaflet off but it was then noted that the gripper arm on the anterior leaflet was no longer dropping, and there was no gripper line visible. The clip was removed without issue. A replacement mitraclip xtw was used to complete the procedure, successfully reducing the mr to grade 1. The clip with gripper issue was dissembled and measured on the test bench to determine if any part of the gripper line had been left in the patient. It was determined there was nothing left in the patient. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the returned device analysis confirmed the reported deformation due to compressive stress (stretched) on the sgc soft tip. The reported failure to advance could not be replicated in a testing environment as it was related to patient/procedural/operational circumstances. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the information reviewed, the reported failure to advance as the sgc into the septum resulting in a deformed soft tip (deformation due to compressive stress) appears to be due to patient anatomy (scar tissue at the fossa puncture site). The observed torn silicon valve was a cascading effect of the reported failure to advance. There is no indication of a product issue with respect to manufacture, design, or labeling. A product performance engineering reviewed the incident information provided to abbott, manufacturing records, complaint history for the reported lot and performed analysis of the returned device. In this case, the returned device analysis confirmed the reported deformation due to compressive stress (deformed/stretched) on the steerable guide catheter (sgc) soft tip. The reported failure to advance could not be replicated in a testing environment, as it was related to patient anatomy or procedural/operational circumstances. In addition, the silicon valve was observed to be torn. It was reported that the sgc was inserted in the patient; however, the sgc could not advance, and it was removed. A balloon was used to dilate the transseptal puncture. Then, the sgc was inserted again but it still could not advance properly through the septum. After it was removed, it was noted that the soft tip was damage due to the anatomy. Based on the information reviewed, the reported failure to advance associate with the sgc into the septum resulting in deformed soft tip (deformation due to compressive stress) appears to be due to patient anatomy (scar tissue at the fossa puncture site). The observed torn silicon valve was a cascading effect of the reported failure to advance as the guide was removed and re-inserted in the patient.